Manufacturer narrative:
Due to the limited information provided, the exact delivery system model number is not available. Therefore, sections d1 and d4 of this report reflect an unknown edwards delivery system. Possible devices include commander delivery system and certitude delivery system. As reporter address was not provided, section e1 reflects edwards lifesciences. The date of the event is unknown. For this reason, the date the event was reported (12-dec-2025) was used as the event date. Investigation is ongoing.

Event description:
During a tour of the edwards lifesciences campus, a member from the tour group reported to an edwards employee that a colleague of theirs was performing a transcatheter valve replacement procedure in which an edwards delivery system (model unknown) balloon burst. Additional details were not provided.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 component code, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported balloon burst is unable to be confirmed as no device or imagery were provided for evaluation. In this case, procedure date, implant position, access approach, and device models used (delivery system, valve, and sheath) were not provided. Potential root causes for this event may have been due to calcification in the landing zone or over-inflation of the balloon. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, over-inflation can expose the balloon to pressures high enough to cause it to burst. However, due to insufficient information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.